Event description:
Customer reported receiving an inaccurately high reading on his freestyle lite meter as compared to a laboratory meter. Customer received a reading of 310 mg/dl compared to a laboratory reading of 150 mg/dl within a 10-minute timeframe. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.